Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to left side bra roll (back) on (B)(6) 2015, bilateral bra roll (back) on (B)(6) 2016 and (B)(6) 2017 using the legacy coolcurve+ applicators, and to bra roll on (B)(6) 2017 and (B)(6) 2019 using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) on left bra roll after treatment, diagnosed on (B)(6) 2020. Tissue was described as firm and dense on palpation with well-demarcated borders. Allergan aesthetics received a second report of a patient treated with coolsculpting to flanks, upperback on (B)(6) 2015, (B)(6) 2016, and (B)(6) 2018 using an unknown applicator, who developed paradoxical hyperplasia (pah/ph) on flanks after treatment, diagnosed on (B)(6) 2020. Tissue described as indurated superficiality.

Manufacturer narrative:
Continued additional device info. (D.4): (B)(4). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to left side bra roll (back) on (B)(6) 2015, bilateral bra roll (back) on (B)(6) 2016 and (B)(6) 2017 using the legacy coolcurve+ applicators, and to bra roll on (B)(6) 2017 and (B)(6) 2019 using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) on left bra roll after treatment, diagnosed on (B)(6) 2020. Tissue was described as firm and dense on palpation with well-demarcated borders. Allergan aesthetics received a second report of a patient treated with coolsculpting to flanks, upperback on (B)(6) 2015, (B)(6) 2016, and 7-aug-2018 using an unknown applicator, who developed paradoxical hyperplasia (pah/ph) on flanks after treatment, diagnosed on (B)(6) 2020. Tissue described as indurated superficiality.